Event description:
It was reported that during routine follow-up, an increase in impedance was observed. X-ray demonstrated fracture of both the atrial and right ventricular (rv) leads at the level of the clavicle. The leads were explanted and replaced without complication. The leads are expected to be returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. The lead was returned in two segments; the total length was approximately 520 mm. Some pieces were possibly missing. The helix was observed to be extended and stretched-out, with dried body fluid noted in the helix housing. The anode and cathode conductors were observed to be fractured approximately 256 mm from the terminal end and insulation damage was observed approximately 253-272 mm from the terminal end. These observations were consistent with lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that during routine follow-up, an increase in impedance was observed. X-ray demonstrated fracture of both the atrial and right ventricular (rv) leads at the level of the clavicle. The leads were explanted and replaced without complication. This lead was returned for analysis.